Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant falsely depressed total bilirubin (tbi) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Discordant falsely depressed total bilirubin (tbi) patient sample results were obtained on a dimension exl 200 system. The results were reported to the physician(s) who questioned the results. The same samples were reprocessed on the same instrument and higher results were obtained. Corrected reports issued for some samples. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed tbi results.

Manufacturer narrative:
Additional information (02-jun-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely depressed total bilirubin (tbi) patient sample results. Hsc evaluated the information provided by the customer and the instrument data logs. A preventive maintenance service visit was performed. No additional discordant results were observed after loading a new tbi flex reagent cartridge. Repeat of the same samples yielded expected results. There is no indication of a potential product issue with the tbi assay. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2022-00139 was filed 25-may-2022.